Event description:
The customer reported that the ventilator was alarming vent inop, error log showing, motor fault. No patient involvement.

Manufacturer narrative:
The customer evaluated the ventilator and determined that replacing the turbine and the main pcb fixed the reported issue. The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.